Event description:
The patient reported that he was unable to turn the stimulation off using the programmer or magnet. After education and troubleshooting the scs system the patient was able to turn the stimulation off. Follow up information identified the patient was in the ER experiencing leg spasms and his scs system was stuck on high. The ER physician was able to turn the stimulation off using the magnet. The patient was discharged from the ER with instructions on how to turn the stimulation off using the magnet. The sjm representative met with the patient and confirmed that stimulation is turned off. The patient was admitted to the hospital for monitoring and for his scs system to be assessed and lead diagnostics to be performed. Additional follow up information indicated surgical intervention is pending.

Event description:
Follow up information identified the patient underwent surgical intervention where the scs system was explanted .

Manufacturer narrative:
Recall: 1627487-07262012-002-r. 1627487-12192011-003-r, this ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.